Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the operator used the cuff checker to increase the cuff pressure, it would drop and shrink. There seemed to be no leak in the cuff if raised the cuff pressure and squeeze the cuff, it would deflate easily. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One decontaminated device was returned for evaluation. Visual inspection of the device appeared to be in good condition. Functional testing was performed, and a leak was observed. The testing could duplicate the customer reported problem. The most probable root cause was that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.